Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage cable. Cleaned carbon from x-ray tube and cleaned the printer rollers. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the collimator on the 9800 system is not working and will not rotate the image. It was also noted that the system displays a charger failure message and the printer is leaving scratches on the image. There was no report of patient injury.